Event description:
The manufacturer received an e-mail from a patient's family member requesting information regarding the vns system. The reporter also stated that patient had the vns system implanted several years ago; however, it had to be explanted last year due to an infection. The reporter indicated that the infection was in the neck area. The reporter did not provide any patient or product information. Three e-mails have been sent to request the necessary information; however, the reporter has not responded. It is likely that this event has previously been reported to the FDA; however, without any identifying information, the manufacturer cannot verify this.